Event description:
Telemetry failure was reported. The programmer and programmer radio-frequency (rf) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Telemetry failure was reported. The programmer and programmer radio-frequency (rf) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the head label was peeling. (B)(4).